Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the thrombosis is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards (B)(6) affiliate through the (B)(6) case registry, the patient developed cardiac valve thrombosis 36 days after the tf tavr procedure with a 26mm sapien 3 valve. Forty-five days after tavr procedure, the outcome was determined as in remission. Per the medical opinion, the causality of the event with the device was not affirmed. Seriousness was determined as serious as the patient required hospitalization and/or extension of hospitalization for treatment.

Manufacturer narrative:
Based on the information provided, the most likely cause for the observed thrombosis was patient related. The patient stopped taking their antiplatelet drugs on their own, resulting in the velocity flow increase. Once the patient took warfarin the thrombosis improved.

Event description:
Additional information was received. The cause of the cardiac valve thrombosis is thought to be that the patient had quit taking antiplatelet drugs on his own. Although a rise flow velocity was observed, the valve function was fine. The patient took warfarin and the valve thrombosis was improved. No patient information including the medical history was reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.